Event description:
It was reported that during an implant attempt the lead helix would not extend far enough. The lead functioned properly at the beginning of the procedure. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix was disengaged from the helical channel; the helix will not extend due to being over retracted. Blood/body fluid was present on the distal conductor and in/on the helix mechanism. Visual analysis noted the outer insulation was breached cut.